Manufacturer narrative:
The patient¿s implanting center is (B)(6) medical center. For the event the patient reported to (B)(6). (B)(6) reported the event to the manufacturer. Approximate age of device ¿ 2 years and 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was seen at (B)(6) for a second opinion regarding transplant. The patient was referred to the emergency department for hypovolemia. The patient reportedly also had a pretty significant driveline infection not previously reported to the manufacturer. The patient had been on chronic IV antibiotics for more than one year. The patient was discharged home in stable condition, and would be seen by cts for discharge follow-up the next week.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported infection could not be conclusively determined through this evaluation. The infection was treated with IV antibiotics. The submitted log file showed (B)(4) pi events were captured from 12/3/2018-12/6/2018. The hmii IFU explains that if the system detects a pi event, the pump speed will reduce to the low speed limit and slowly ramp back up by design, which may cause a transient elevation in power. Pi events are captured when the system observes sudden and substantial changes in pulsatility index. Sudden changes in a patient's volume status, arrhythmias, or sudden changes in power or pump speed are some of the various reasons pi events may be initiated. Pi events are examples of routine events and do not appear in the alarm history. Pulsatility index (pi) is a calculation related to the amount of assistance provided by the pump. Pi values typically range from 1 to 10. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (ie, the pump is providing greater support and further unloading the ventricle). No atypical alarms were captured and the system operated as intended above the low speed limit for the duration of the log file. The pi events were due to hypovolemia. The patient was discharged home in stable condition. The patient remains ongoing on vad support with no further related issues reported. The hmii IFU lists driveline infection as an adverse event that may be associated with the use of the hmii lvas. This IFU, as well as the hmii patient handbook, also provide information regarding how to prevent infection and how to care for the driveline exit site. No further information was provided. The manufacturer is closing the file on this event.